Manufacturer narrative:
A review of the device history record indicated the order was built to specification. Four cassette packs were returned for this complaint. One cassette was used and the other three were unopened. The used cassette along with one randomly selected unopened cassette were tested. The two samples primed and tuned successfully; however, leakage occurred between the aspiration luers and the handpiece during the tuning process. The aspiration luers were tightened; however, the leakage continue to occur. The aspiration luers were cut off and replaced with aspiration fittings from the lab. When the samples were re-tuned with the lab aspiration luers, no leakage occurred. Both samples were able to reach a maximum vacuum within specification. Both aspiration luers were from cavity 3. The root cause of the customer's complaint was an error that occurred during the supplier's manufacturing process of the blue aspiration luer. It has been determined that some of the blue luers from one of the six supplier cavities (cavity 3) from one supplier lot can allow air to enter the aspiration line and reduce the ability of the sample to reach maximum vacuum. An action has been opened to determine root cause and implement appropriate corrective actions for complaints of this nature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the aspiration pressure "only went as high as 400mmhg" during the irrigation and aspiration phase of a cataract procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample was retained. No additional information is expected. This is four of four reported for this facility.